Event description:
Customer reported that lancet does not fully retract into softclix plus lancet device. No adverse event was reported. A request was made for return of the suspect device and a replacement was sent.